Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect the device. The fsr determined the most likely cause of the reported event is the polyrethane tubing and purge vela diamond tube. After replacing the tubing, fan assembly, and performing operational verification procedure, the issue was resolved.

Event description:
The customer reported while using the vela ventilator; the device displays low peak end expiratory pressure, fan failure, and low exhaled tidal volumes. The customer reported there is no patient involvement with the event.